Manufacturer narrative:
Lot number: this report contains allegations against lots 17h008, 17n019, 18a025, 18c047, and an unknown lot number. Two (2) single-use devices were received for evaluation. Visual inspection noted no signs of blockage or physical abnormalities that could have caused the reported issue. A functional flow rate test was performed on both devices, and the flow rate of the devices was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 5 </noe> malfunction events. It was reported that at least five large volume folfusors had flow issues during infusion. One device underinfused, and at least four devices were reported to have overinfused. The events involved a patient with no patient consequences. One of the overinfusions involved a (B)(6)-year-old (B)(6) kg female patient. Patient identifiers for the remaining events were not reported. No additional information is available.